Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during post operatively to a successful cryo ablation procedure, a pseudoaneurysm was noted on the right femoral vein, as shown on the computed tomography (CT) scan. Astriction and compression of the right groin were subsequently performed, which resolved the pseudoaneurysm. The patient's hospitalization was extended. No further patient complications have been reported as a result of this event. The patient was part of the (B)(6) clinical study.